Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; returned test strips produced lo readings on 270 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer's nurse complains of "lo" results. Customer states that patient feels physically fine, denies the need for medical attention. The customer's expected blood results are 110-120mg/dl fasting. Verified test strips expire 12/27/2016. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(4). Memory concerns: customer is concerned with all results from memory of lo customer's nurse called with customer on the line stating that customer is in the clinic for a routine appointment .customer states that she has received results of lo since she started using her meter on a couple of days ago .customer received a result of lo today at 12:48 pm using her true result meter and using the clinics meter customer received a result of 150 mg /dl. Customer performed another test at the doctor's office and received lo as well. Customer has only performed 4 blood test results using her true result meter .